Manufacturer narrative:
Na

Event description:
During a surgical procedure, one side of the grasper tip broke and fell into the patient. The broken piece was retrieved, there was no harm to the patient.